Event description:
Pt augmented with 270 cc saline implants. Has had no problems with implants. Now feels overall breast size is too large and wants implants removed at this time. Implants removed without incident.